Event description:
A balloon dilatation catheter, size 12mm/4cm. Length, was inserted deflated through a size 7f sheath within a vein. The balloon tip was inflated after it had passed through the sheath. When it was time to remove the dilatation catheter, the balloon tip was deflated but could not be retracted through the sheath. The balloon tip got caught at the distal end of the sheath. The sheath was pulled out from the vein, with a 1/2 inch length of the distal sheath cut off and remaining in the vein. The balloon tip of the dilatation catheter was wedged in this 1/2 inch piece. A venotomy was performed to retrieve the 1/2 piece of the sheath with the deflated balloon tip in it.